Event description:
It was reported during a routine office visit that this right ventricular (rv) lead exhibited high capture thresholds. The physician sent the patient in for an x-ray, but no results are available at this time. The physician will monitor the patient closely. The rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.